Event description:
It was reported that the patient experienced driveline communication fault. There was no visible damage to the system controller or driveline and no obvious contributory conditions. The alarm was cleared and did not immediately reoccur. Log files were submitted for review and captured driveline comm fault alarms beginning at 8:38 am on (B)(6) 2026. In addition, the log file indicated that the patient did not connect to the power module/mobile power unit during this history. This suggested that the patient was sleeping on battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section a: patient information was not provided. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline communication fault alarm; however, a specific cause for the reported alarm could not be conclusively determined through this evaluation. Review of the controller event log file contained transient communication fault flags on 11jan2026 that led to the activation of a driveline communication fault alarm. The alarm remained active through the end of the log file. No other notable events or alarms were captured, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number mlp-051019, with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.